Manufacturer narrative:
Correction: gender is unknown. Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and system hazard use and misuse analysis. The DHR (device history review) noted no issues regarding the failure. The service and complaint history for the sterrad® 100 nx did not reveal a significant trend within the past 6 months (01/18/2013 to 07/17/2013). Trending analysis for "procedure related" was completed for august 2012 through july 2013. The risk acceptability is "broadly acceptable". Trending analysis for "load not recalled" was completed for august 2012 through july 2013. The risk acceptability is "broadly acceptable". The shuma (system hazard use and misuse analysis) was reviewed and showed that the adjusted risk was broadly acceptable for "operator unaware of instructions, ignores instructions or instructions are missing or inadequate." The issue was resolved at the customer facility. The customer indicated that it was user error. The sterrad® 100 nx cycle passed and the customer indicated that the indicators had changed. The account manager indicated that an in-service was done and a wall chart was posted.

Manufacturer narrative:
(B)(4). Per the IFU, items are to be processed on the lower shelf. An asp representative performed an in-service and the customer has wall charts posted.

Event description:
A customer reported processing two cameras on the top shelf at the same time, there was a davinci scope on the bottom shelf. The items were processed in the sterrad 100nx express cycle. The customer reported that one of the cameras on the top shelf was used on a patient and one was recalled and reprocessed. It is unknown at this time if the reported davinci scope was recalled and reprocessed or if it was used on a patient. The product IFU states to process on the lower shelf during the express cycle. It is unknown if there was any injury or harm. Asp will continue to follow up for additional information. This event is reported to the FDA for user error. Items from the load was improperly sterilized, and released and used on a patient(s).